Event description:
On 11/29/91 an ipp device was implanted. Sometime in 1992 the right cylinder was removed. On 5/17/96 the right cylinder was reimplanted. On 7/30/96 the left cylinder was removed from the pt and replaced due to fluid loss.